Event description:
It was reported by international mallinckrodt facility, (canada), that the trach heads cracked on two (2), size 6 cfn, cuffless fenestrated tracheostomy tubes. The devices were reportedly in use approximately one (1) month when the problems were detected. Limited information received regarding the event. It is unknown what type of trach tube care and maintenance was performed. There was one (1) patient involved with no reported patient injury or compromise the two (2), size 6 cfn devices were returned to the manufacturer on 4/9/98 for decontamination, analysis and investigation. Device evaluation results are recorded on section h.